Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe flu plus 0.25-1ml leaked. The following information was provided by the initial reporter: " the report outlines that there was a fault with the plunger where drawn up liquid (covid-19 vaccine) was leaking past the bung part of the plunger and into the barrel of the syringe."

Event description:
It was reported that bd syringe flu plus 0.25-1ml leaked. The following information was provided by the initial reporter: " the report outlines that there was a fault with the plunger where drawn up liquid (covid-19 vaccine) was leaking past the bung part of the plunger and into the barrel of the syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe flu plus 0.25-1ml leaked. The following information was provided by the initial reporter: " the report outlines that there was a fault with the plunger where drawn up liquid (covid-19 vaccine) was leaking past the bung part of the plunger and into the barrel of the syringe."

Manufacturer narrative:
H6: investigation summary: as samples were unavailable for return, twenty retained samples of the same lot number were obtained for further evaluation by our quality engineer team. Through examination of the retained samples, no defects could be identified. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident. A device history record review was completed for provided material number 305834 and lot number 2011410. The review revealed one quality notification during the production process that could potentially be related to this incident, due to damage to the syringe barrel wall. However, as part of our non-conforming process, we are confident that the affected material was segregated properly after the issuance of the quality notification and that the final product was released in accordance with specifications.